Event description:
The customer observed a false reactive troponin-I result for one patient on the architect i2000sr analyzer. The following data was provided sid 813018: initial 1.969, 1.122, 0.665 and 0.00 ng/ml. Second sample = 0.00 ng/ml. The customer uses a cutoff of 0.028 ng/ml. There was no impact to patient management reported. The customer to replaced and calibrated the stat needle, which seems to have resolved the issue.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The probe was replaced and the instrument is functioning as intended. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).